Manufacturer narrative:
The customer did not provide a lot number or return any products for investigation. Since the product(s) associated with the complaint was not returned and a lot number was not provided, manufacturing record review could not be performed and further investigation was not possible.

Event description:
A variance was reported between inratio inr results and lab inr result. The exact dates of the initial two results was not provided. The results were as follows: ~3 weeks prior to call: lab inr=2.1, (since no exact date of notification was provided, (B)(6) 2016 will be used since it is ~3 weeks prior to call). One week later, inratio=1.5, (B)(6) 2016: inratio=3.0. Therapeutic range: unknown.